Event description:
It was reported that high impedance was seen during this patient's vns surgery. The lead was re-inserted into the generator several times checking all connections, but high impedance was still seen after running system diagnostics. An accessory pack was used to check the generator using the test pin, where the generator diagnostics showed to be ok. Therefore the lead was replaced with a new lead, and the impedance value was ok. It was stated that the surgeon may have nicked the lead during surgery. A review of device history records for the lead shows that no unresolved non-conformances were found. The lead has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The lead was received by the manufacturer and underwent product analysis. Resistance measurements of the returned lead were within tolerance for a full lead assembly. Four sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. No anomalies were noted on the returned lead assembly that have an adverse effect on the device performance. No other relevant information has been received to date.